Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. An opticross imaging catheter was used in conjunction with an unknown sled and motor drive unit to diagnose a 75% stenosed target lesion located in a mildly tortuous vessel. During preparation for a percutaneous coronary intervention, pullback was successfully performed, however, pullback failure occurred inside the patient. The procedure was completed with another of the same opticross. No patient complications reported and the patient's condition is good.